Event description:
Our hospital uses baxter IV tubing to administer IV solutions. For IV piggyback administration, we use a tubing that is manufactured by bbraun. Our IV solutions are primarily bbraun, although we use the baxter minibag plus system for IV piggybacks. The problem is that it takes an unacceptable amount of time to infuse the contents of the IV piggyback bag. Instead of 30-60 minutes, it may take upwards of 3 hours. This was reported anecdotally by an observant nurse. Subsequently, more occurrences have been reported. Dates of use: 2006 - 2008. Diagnosis or reason for use: administration of IV piggyback infusion medications.